Manufacturer narrative:
The customer stated that discrepant calcium and sodium results were generated by the architect (B)(4) analyzer. The abbott field service representative (fsr) and the customer performed multiple actions over a seven day period that included performing checks, cleaning, aligning, and /or replacing multiple parts. The issue was considered resolved after the fsr replaced damaged syringe seal tips and o-ring, realigned the cuvette washer and replaced a damaged bellows pump due to foaming and bubbles. A review of the service history for the instrument found no further reports of discrepant/erratic results. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant calcium and sodium results were generated by the architect c16000 analyzer. Patient ID (B)(6): an initial calcium result of 4.97 mmol/l was generated. The sample was repeated on another analyzer and a result of 2.37 mmol/l was generated. Patient ID (B)(6): an initial calcium result of 4.67 mmol/l was generated. The sample was repeated on another analyzer and a result of 2.09 mmol/l was generated. Patient ID (B)(6): an initial calcium result of 4.80 mmol/l was generated. The sample was repeated on another analyzer and a result of 2.24 mmol/l was generated. Patient ID (B)(6): an initial calcium result of 4.56 mmol/l was generated. The sample was repeated on another analyzer and a result of 2.40 mmol/l was generated. Patient ID (B)(6): an initial sodium result of 163.5 mmol/l was generated. The sample was repeated on another analyzer and a result of 133 mmol/l was generated. There was no report of impact to patient management.